Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no harm or injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: 3405019

Manufacturer narrative:
The astral device was returned to resmed for an evaluation. The reported complaint could not be reproduced. However, review of the logs confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no harm or injury reported as a result of this incident.